Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure due to fibroids, dysfunctional uterine bleeding and stress urinary incontinence and mesh was implanted with concurrent tah. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2014 by dr. (B)(6) at memorial hospital of (B)(6) due to stress urinary incontinence, urge urinary incontinence, cystocele and enterocele.